Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. A specific bg value was not provided. Customer alleged the pump did not deliver insulin as intended. Tandem technical support performed a pump system check and determined the pump functioned as intended. A bolus was delivered and manual injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.